Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, confirmed shipping details, and provided instructions for the customer to send back the malfunctioning pump with a pre-paid label. The customer was informed to use multiple daily injections as a backup therapy and understood how to put the pump into storage mode before returning it.